Event description:
Received voluntary medwatch (B) (4) from the FDA. Reporter indicates following lasik refractive surgery, the pt is experiencing 'large starbursts and glare'. No other info was provided.

Manufacturer narrative:
Determination of root cause: assessment: a complete product investigation was not possible because the reporter did not provide a serial number of the device nor the name of the physician or facility. No follow-up was possible to obtain this info. Non-product factors could not be reviewed because pt records or more specific pt info was not available. Conclusion: a root cause could not be determined due to the lack of info provided. (B) (4). (B) (4). (B) (4).